Event description:
It was reported that: "end user pre-tested cuff on product which inflated. Inserted product into patient and attempted to inflate cuff. Cuff was unable to inflate. Removed and utilized 2nd new product, pre-tested and cuffe inflated, then inserted into patient, attempted to reinflate cuff, unable to inflate cuff. Removed and attempted 3rd new product which was pre-tested, inserted into patient and reinflated cuff properly." Associated complaints: 3003898360-2026-00119.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR review could not be conducted since the lot number was not provided. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.